Manufacturer narrative:
The site biomed technician reported that he replaced the ups batteries, the system was charged overnight, and is now functioning as expected. No parts were returned to the manufacturer.

Event description:
A medtronic representative reported that the o-arm mvs (mobile viewing station) would not power on during a spine surgery. The system "on" light was illuminated, but there was no display on the monitor. Tried toggling the power switch and re-seating the cable with no resolution. The o-arm was booted and displayed a message that it could not connect to the mvs. The surgery was discontinued and rescheduled as the o-arm could not be used.

Manufacturer narrative:
Additional information: a medtronic representative reported that the patient was not under anesthesia at the time of the reported event. Per further information above the reported event was not related to an adverse event and the checkboxes should be changed to blank. Correct code provided. Changed to malfunction. Correct evaluation codes provided.